Event description:
Customer reports that approx 30 mins following carotid endarterectomy, pt began to bleed. Pt was returned to the operating room for re-exploration. Suture was noted to have broken at the knot. Repair was effectuated and pt is reported to be "doing well."